Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2018 lead was explanted due to infection. The patient was treated and a new lead was implanted on (B)(6) 2018. This lead is not expected for return and analysis. No adverse health outcome was reported.